Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized and needed assistance with shutting off the insulin pump. Blood glucose level was 400 mg/dl at the time of the call. Customer stated that the reason for hospitalization and the high blood glucose level was an infection. No further information was provided.